Event description:
The customer reported a patient developed a pressure injury associated with the use of the progressa bed. This patient is a 75-year-old female admitted for dyspnea, worsening alzheimer¿s and covid 19, and has a history of copd, hypertension, aneurysm, obesity, and osteoporosis. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The customer reported a patient developed a pressure injury associated with the use of the progressa bed. This patient is a 75-year-old female admitted for dyspnea, worsening alzheimer¿s and covid 19, and has a history of copd, hypertension, aneurysm, obesity, and osteoporosis. Upon admission ((B)(6), 2023), this patient was noted to have redness and intertrigo of the left side of the buttocks between the ischial tuberosity and the sacral area. (B)(6), 2023, the patient was noted to have blanchable redness in the associated area that was reported to progress in the following manner: non-blanchable four days later, discoloration-suspected deep tissue injury (day 5), blistering (day 6), open bubbles (day 8), loss of top layer of skin (day 13) and categorized as a stage 3 pressure injury (day 20). The customer reported that patients are ¿positioned regularly¿, however, specific medical intervention for the pressure injury was not reported. Additionally, no malfunction was reported. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility, pressure ulcers, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. Additionally, the instructions for use (IFU) states the therapy surface is not a substitute for good nursing practices. Therapy modes should be used in conjunction with good assessment and protocol. Failure to follow good nursing practices may result in patient harm. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface or the progressa bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc., and exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. A stage 3 pressure injury is categorized as full-thickness tissue loss. Subcutaneous fat may be visible, but bone, tendon or muscle are not exposed. A stage 3 pressure injury often requires medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure and therefore meets the definition of a serious injury. In this event, the patient had a pre-existing injury (redness/ intertrigo) that progressed to a reported pressure injury. A stage 3 pressure injury would likely require medical intervention to preclude permanent impairment and thus is considered a serious injury. Attempts to obtain additional details of the reported pressure injury, including medical intervention provided and patient outcome are ongoing. If additional relevant information is received, the complaint will be reassessed. Additionally, at the time of this evaluation, an inspection of the device could not be performed, the customer declined an inspection by a baxter technician, as the customer can longer identify the associated bed. However, there was no allegation of a device malfunction.